Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely suggests the probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of the reportable issue is expected or random component failure without any design or manufacturing issue. However, the definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the brochovideoscope exhibited ultrasound plug unit defective causing snowflakes on the image. There was no patient involvement.